Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing warming sensation at the ipg site when charging. The patient underwent an ipg replacement. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively.